Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during investigation, no damage was observed to the battery compartment. The battery cap was not returned with the pump. A test battery cap was used and able to properly secure to the returned pump. Unrelated to the original complaint, the display screen was observed to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery cap was damaged and unable to be removed from the returned pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.